Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for multiple patients tested for ft4 ii, prl, lh, elecsys t3 (t3) and troponin t hs stat. The customer repeated patient samples on a cobas e 801 module. Based on the initial and repeat data provided for 143 patient samples, 25 patient samples were discrepant when tested for ft4 ii, prl, or t3. The initial results were reported outside of the laboratory. After repeat testing was completed, the patient results were corrected. There was no allegation that an adverse event occurred. The t3 reagent lot number was 29216700 with an expiration date of 31-mar-2019. The ft4 ii reagent lot number was 26563100. The expiration date was not provided. The prl reagent lot number was 24861500. The expiration date was not provided. The field service engineer (fse) visited the customer site and replaced the measuring cell. The pipette flow system was checked and adjustments were made. Afterwards, instrument performance tests were not acceptable. On (B)(6) 2018 the fse replaced the detection unit and the electronic circuit board. Instrument performance test results were now acceptable and calibration and qc were back to normal. The customer has not had any further issues.

Manufacturer narrative:
The investigation determined the root cause of the discrepant results was the issues identified by the fse.